Event description:
Caller reported receiving erratic readings from the freestyle meter. Precision testing was performed at the time of the initial call with results of 138 mg/dl and 110 mg/dl. The reported freestyle comparison results differ by more tham 20% and meet the manufacturer's definition of a malfunction.